Manufacturer narrative:
This report is submitted on july 27, 2018.

Event description:
Per the clinic, the patient developed an infection at the implant site and was administered IV and oral antibiotics (date not reported). Subsequently, the patient underwent multiple revision surgeries; however, this did not resolve the issue. The infection returned and the implant extruded, resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.